Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of balloon torn material. Block h11: investigation result: the returned uromax ultra device was analyzed, and a visual examination noted that the balloon was subjected to positive pressure. Additionally, a leak test was carried out using de-ionized water when liquid was observed to be exiting from the tip of the device. No issues were noted on the balloon material and the tip of the device. A visual and tactile examination was performed to the shaft of the device and it was noticed to be severely kinked and approximately 200mm of the proximal balloon sleeve. The identified leak from the tip is an indication of a breach between the wire lumen and the inflation lumen. The lumen breach is most probably located at the site of the kink. No other issues were identified with the shaft and the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. With all the available information, boston scientific concludes that the reported event was confirmed. Based on the investigation, it was possible that the shaft kink occurred due to excessive force being applied when handling the device during preparation. The shaft kink would have created a weakness in the inner shaft which would have breached when positive pressure was applied during inflation. Therefore, the most probable root cause is unintended use error caused or contributed to event.

Event description:
It was reported that a uromax ultra dilation balloon catheter device was used during a transurethral lithotripsy (tul) procedure. During the procedure, the balloon was pre-inflated before the insertion; however, the balloon was torn and deflated immediately. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h2: additional information: block d4 (model number, lot number, catalog number). Block h6: device code a0414 captures the reportable event of balloon torn material.

Event description:
It was reported that a uromax ultra dilation balloon catheter device was used during a transurethral lithotripsy (tul) procedure. During the procedure, the balloon was pre-inflated before the insertion; however, the balloon was torn and deflated immediately. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of balloon torn material.

Event description:
It was reported that a uromax ultra dilation balloon catheter device was used during a transurethral lithotripsy (tul) procedure. During the procedure, the balloon was pre-inflated before the insertion; however, the balloon was torn and deflated immediately. The procedure was completed with another of the same device with no patient complications.